Manufacturer narrative:
A) no device was received for analysis at the time of submission of the initial 3500a. B) since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. C) as the lot # 17000341m was provided, the device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. D) a notification has been sent to manufacturer (st. Jude medical) for their involved product in this event (sheath). (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on october 8, 2014. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an atrial fibrillation procedure with a thermocool smart touch bi-directional navigation catheter and a high temperature was noted, as well as resistance during advancing of the catheter. The insertion tool got lodged on the hemostatic valve of a non-bwi product (st. Jude sheath) after advancing the device. After this, temperature started to elevate and 48 degree celsius was being displayed on the stockert generator. When the catheter was pulled out, there was a piece of white material that came out of the non-bwi product (st. Jude sheath). The catheter was found intact and was exchanged to complete the procedure. There was no patient consequence. Based on the foreign material found, it was determined for this event to become reportable as it might lead for a potential risk to the patient. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and it was found in normal conditions. The device was returned together with the st. Jude sheath 8.5 sliced open and with a small piece of white material sticking out. A ft-ir test was performed in order to identify the type of the foreign material returned. The results demonstrated that the white foreign material was cellulose based which is not used during the manufacturing process of the catheter. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Also an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter outer diameters were measured and the device was within specifications. Therefore catheter was introduced in a lab sample sheath and there was no resistance noticed during this test. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The customer complaint regarding a temperature issue cannot be confirmed. The origin of the white material remains unknown but it not appeared to be related to the manufacturing process of the catheter. Management is notified of failure analysis through the monthly trending meeting. No significant trends have been identified at this time for this device; therefore no CAPA is requested at this time.

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and a high temperature was noted, as well as resistance during advancing of the catheter. The insertion tool got lodged on the hemostatic valve of a non-bwi product (st. Jude sheath) after advancing the device. After this, temperature started to elevate and 48 degree celsius was being displayed on the stockert generator. When the catheter was pulled out, there was a piece of white material that came out of the non-bwi product (st. Jude sheath). The catheter was found intact and was exchanged to complete the procedure. There was no patient consequence. Based on the foreign material found, it was determined for this event to become reportable as it might lead for a potential risk to the patient.